Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) went to the user facility on (B)(4) 2014 and tested the epgs. The epgs calibrated as intended and he could not duplicate the reported complaint. He replaced the o2 sensor for customer satisfaction. The suspect o2 sensor was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an oxygen (o2) sensor error on the electronic patient gas system (epgs). As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, no adverse consequences to the patient.